Event description:
The customer reported to olympus the gastrointestinal videoscope had an angulation problem. The reported issue was discovered during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle as well as on several components of the device, which are reportable events.this medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability, air, and water supply volume did not meet the standard value. Additionally, it was observed that foreign objects were found on the following device components: plastic distal end cover, on the bending section cover, on the adhesive of the bending section cover, on the connecting tube, right and left knob, up and down knob, and on the switch box. These findings were due to insufficient cleaning or handling of the scope. It was also observed that the air and water cylinder had corrosion. It was observed that the grip and the scope cover had discoloration due to chemical stress caused by handling. Lastly, it was observed that the universal cord had discoloration due to deterioration caused by cleaning sterilization and disinfection (cds) method or due to bending at a sharp angle. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility.the customer cleaned, disinfected, and sterilized the equipment prior to requesting repair.the customer indicated that it was unknown if the device was used on a patient with foreign material attached to the device. However, the customer indicated that the device is inspected prior to use.the customer confirmed that the facility does not delay the start of precleaning on the equipment after use.during the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the reprocessing accessories were without any abnormalities.the customer indicated that manual cleaning was performed within an hour of the procedure. The customer also confirmed that the device is rinsed before manual disinfection.the customer indicated that only manual reprocessing is performed. No automated endoscope reprocessor (aer) was used. This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign objects could not be specified. There were no deviations from the instructions for use (IFU) in the reprocessing steps performed at the facility. Additionally, no physical damage was found at the facility. Lastly, the foreign material itself could not be identified. This concludes our investigation. Olympus will continue to monitor field performance for this device.